Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: contamination was found under the contrast, up arrow, and down arrow buttons when the keypad was removed. The keypad was peeling, but all of the buttons responded properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that contamination was found under the button contacts. This report is made based on results of investigation completed on (B)(4) 2014.